Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: conklin mj, smith ke, blair jw, dupont km. Republication of "total ankle replacement conversion to tibiotalocalcaneal arthrodesis with bulk femoral head allograft and pseudoelastic intramedullary nail providing sustained joint compression". Foot ankle orthop. 2023 aug 11;8(3):24730114231195364. Doi: 10.1177/24730114231195364. Pmid: 37578855; pmcid: pmc10422903. Objective/methods/study data: this study describes 2 cases of patients who presented with a failed total ankle replacement and underwent arthrodesis using a bulk femoral head allograft and a novel pseudoelastic intramedullary nail. In the first case, a 65-year-old woman with a failed total ankle replacement (agility; depuy), underwent ttc arthrodesis. The second case involved an obese 53-year-old woman who had previously undergone 2 total ankle replacement procedures (agility; depuy), that resulted in unsuccessful outcomes. In both cases, union was demonstrated on computed tomographic scan by 6 months. At 2 years postsurgery, both patients were satisfied with the procedure. Lot, model and catalog number are not available, but the suspected depuy synthes device(s) possibly associated with reported adverse events: agility; depuy. Adverse event(s) and provided interventions possibly associated with unk ankle talar and unk ankle tibial (qty: 1). 65-year-old woman presented with a failed total ankle arthroplasty with painful hardware, which displayed loosening - surgery and implant removal adverse event(s) and provided interventions possibly associated with unk ankle construct (qty: 1). 53-year-old woman had a failed right ankle replacement causing pain 10 years following initial placement - revision ankle replacement was performed including initial hardware removal

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot- the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.